Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) tip cover accessory fell off and got stuck in the cannula/trocar. The customer spent lot of time looking for the tip cover. The procedure was completed with no reported injury. An intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information about the complaint: the tip cover accessory never fell into the patient. It was stuck into the cannula/trocar. The customer did think it fell into the patient and they took time to search for it before they realized it was in the cannula/trocar. There was no injury to the patient and the monopolar curved scissors (mcs) instrument itself will not be coming back to isi because there was nothing wrong with it.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the monopolar curved scissors (mcs) tip cover accessory involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation was not able to confirm/reproduce the customer reported complaint. The mcs tip cover accessory was installed on an in-house instrument and onto an in-house system. The mcs tip cover did not fall out of the instrument during use. Additional findings not reported by site were also identified: the mcs tip cover accessory was found to have gouges at the middle of the insert.